Event description:
It was observed that during the device evaluation, the colonovideoscope had no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and no image was found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damaged charged coupled device. Olympus will continue to monitor field performance for this device.